Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for august-september 2017. This MDR is to reflect the additional information (lot number and event information) to be added to the intiial asr report. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for august-september 2017. This MDR is to reflect the additional information to be added to the initial asr report. Additional information reported to coloplast though not verified, indicated mild vaginal discharge, abrupt onset of urinary leakage after starting excessive activity, increased urinary frequency with detrol, using 3 pads/day, low capacity bladder, incontinence, urinary urgency, dyspareunia, cyst urethrocele recurrence after claimant states she tripped, vaginal burning/itching, bacterial vaginosis, persistent mild ui due to activity level, transurethral coaptite injection x 3, cystoscopy - general anesthesia- intraoperative findings: urethra was slightly open, small cystocele (B)(6) 2009 - (B)(6) 2009 - dysuria, difficulties voiding, issues with incomplete bladder emptying since transurethral coaptite injection, urinary frequency/nocturia, uui symptoms, dyspareunia, minimal rlq pain, poor urethral suspension. The patient reported urinary tract infection, dyspareunia, burning/itching, dysuria.